Event description:
On (B)(6) 2012: customer called to report an incident with a sara 3000 that has occurred last friday ((B)(6) 2012). Incident description: client was standing in the sara 3000 to make a transfer from toilet chair into wheel chair. While standing, the incontinence material was being removed when carer heard a crack in client's arm. After being hospitalized, it appeared that the upper-arm was broken. Client now wears the arm in a sling and has pain medication.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer medibo (B)(4). Please be advised that previous medwatch reports for this product may have been submitted by the original manufacturer of this device medibo (B)(4) which has ceased manufacturing as of 08/31/2011. Effective 09/01/2011, any medical devices that were formally produced by medibo will be manufactured by other facilities within arjo hospital (B)(4) and will be labeled to reflect this; additionally, any reportable complaints will be handled by arjohuntleigh (B)(4). The complaint addressed by this investigation is considered to be a single occurrence as it is related with an ar breakage of a patient, while being transferred with sara 3000 (there is no indication that the patient slid out from the sling). The device serial no: (B)(4) was manufactured in september 2004 in medibo. Lift was not returned to ahp, device examination done by arjo representative is described in idf and found to be conclusive: the condition of the lift was good. Sara 3000 and sling all conform product specification. No relevant deficiencies were found with the products. Sling is okay only the washlabel is unreadable - this appears to have had no impact on occurrence of an event. The sara 3000 IFU describes the transfer procedure that is to be followed. This transfer procedure is written to indicate that: the sara 3000 is to be used to transfer a person over short distances from one supported position to another. In between and while the resident is raised, it is allowed to make any necessary adjustments to clothing, incontinence pads, etc., before lowering again. The person being transferred is to be lifted into a standing position. This is important because when in the standing position and with knees locked, the strain of standing up is no longer taken by the muscles and the patient's skeletal system. If the IFU is not followed on these points and the person is not in a standing position when the incontinence pads are being removed, the person being transferred will have to use effort to hold on to the lift device, and will have growing pressure on their muscles. If the chest support strap is not fitted sufficiently snugly and the sling is not monitored to stay in place at the lower back, the sling can creep up the back and go all the way to and over the shoulders, pinching the upper arms. As a result, if the person is elderly or has other pathologies that indicate brittle bones, there is a significant chance they can break a shoulder or arm. However, according to the incident description, the person being transferred was in standing position when the pads were being changed and there is no indication the person was in an awkward position. That leaves us to conclude that there was a pathology that resulted in the broken arm. Some forms of osteoporosis can cause bone break without strain, and can occur anywhere. Therefore, the root cause of claimed event is lack of full clinical assessment prior to device use: bone breakage potential (connected with the patient's age), should be found and considered during the clinical assesment. According to instruction for use: 'before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person.' The equipment is in a good condition, from the event description, it was not involved in the root cause of the event. It is recommended that the facility advise their caregivers to perform full clinical assessment of the residents condition before using the lifter. Additionally, it is advised that all related staff will re-read or be re-trained from the instruction for use. Conclusions: we have been able to theoretically duplicate the failure mode of this event. There is no complaint trend. We have not been able to find any contributing manufacturing anomalies. We find this complaint to be reportable to the competent authorities. We have found the lift was being used for patient handling at the time of the event. The sara 3000 lift and sling was not the root cause of the event. We have found that lift and sling met its specification at the time of the event.